Manufacturer narrative:
The cause of the event could not be determined from the information available and without device evaluation. Additional information has been requested but not received and the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported via facility medwatch report ((B)(4)) that during a right shoulder arthroscopic revision of rotator cuff repair, when passing the suture through the tendon, the tip of the scorpion needle broke off in the rotator cuff. The surgeon attempted to retrieve it but could not. Report stated the risks outweighed the benefits so surgeon left the fragment in. The tip was approximately 3mm. Report also stated no harm to patient and this was disclosed by surgeon.